Manufacturer narrative:
Mindray service reps assisted the customer with checking to power cables which resolved the issue.

Event description:
Customer reported an issue with the panorama central station display which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.